Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reported event can't be confirmed as the pictures received doesn't show if the inner cement pouch sealing was damaged. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 40x1, reference 3003940001, batch a750ed0910 were manufactured on 16th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (packaging : inner_cement_pouch_open). The review of the sterilization certificate indicates that the products were sterilized according to the specification. 6 complaints have been recorded for refobacin bone cement r 1x40 g, batch a750ed0910 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging is opened during the operation. There was no patient involvement. No adverse events have been reported as a result of the malfunction.